Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that after starting the pump and trying to type in the desired medication, the keypad constantly displays the letter p and will not allow it to be erased. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the "when beginning pump and typing in medication, stays on the letter p and will not allow it to be erased," finding that the (#5, #6, #7, #8, and #9) keys were inoperable. Evaluation also found the keypad to have an automatic additional output of the (#6) key when any functioning key was pressed. The #6 key corresponds to the letter p and is likely what the reported symptom is referring to. The keypad was found to be failing, causing the condition. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.